Event description:
The customer reported that the system displayed communication fail error messages and was down. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The connectors were reseated during the service call. The system was tested, found to be working as intended and returned to service.